Manufacturer narrative:
The product investigation could not identify a root cause. No information was provided for when and how the posterior capsule tear occurred. A malfunction has not been indicated against the iol. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number.additional information has been requested.(B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the capsular bag broke, the lens was removed and a sulcus lens was inserted. Additional information has been requested.